Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of the backup operation was found to be due to an anomalous integrated circuit component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic in the backup vvi mode. An attempt to save a device image failed. Multiple attempts to reload the firmware also failed. The device was unable to be restored. The device was explanted and replaced. No further information is available.